Event description:
Severe brachycardia leading to cardiac and respiratory arrest approx. 90 seconds after insertion of bone cement in surgery. Pt was resusictated approx. 45 minutes unsuccessfully and was pronounced dead.